Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the malfunction, allowing the pump to be used continuously. The customer was advised to call back if the malfunction code occurred again and understood the instructions.